Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, fse arrived at the site to address the reported event. Inspection of the device revealed clogged main arm lines. Fse flushed the line and verified clog parameters. The customer was subsequently able to run quality controls (qc) without issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were two similar complaints identified during the search period. The aia-2000 service manual rev 3; chapter10 - troubleshooting - error messages was reviewed. The 2070 clogging detected during specimen suction by main arm (sc flag) the aia-2000 service manual rev 3; under chapter 10- troubleshooting indicates that the sc flag occurs when negative pressure is detected after the specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to clogged lines.

Event description:
On (B)(6) 2018, the customer reported receiving sample clot (sc) flags on quality control (qc) material with their aia-2000st analyzer. The customer attempted to troubleshoot by cleaning the outside of the sample nozzle; however, the error persisted. The customer was unable to run alpha-fetoprotein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.